Manufacturer narrative:
Device evaluation: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the capsular contracture baker grade for the right implant is iii. Patient removed both implants with no replacements. On 8/29/2019, the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc saline breast implants which the left side deflated , and the right side has issue with capsular contracture , unknown baker grade after implantation. Patient started noticing right breast was moving upward and the left breast just seemed to be getting smaller. On (B)(6) 2019 mammogram confirmed deflation, and capsular contracture. As a result patient had the device removed on (B)(6) 2019. This report is for the right side.